Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has experienced high blood glucose and had no delivery. The customer's blood glucose was 541mg/dl. The customer stated the insulin exited. The customer was advised to monitor their blood glucose reading and call back if needed.